Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon would not inflate during the procedure. There was no injury to the patient. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).